Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h13d16052 and h13e14062 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy ten days after being hospitalized for a lung surgery. The patient was in the hospital, recovering from the lung surgery, at the time of the onset of peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The cause of peritonitis was unknown. The patient treatment for peritonitis was not reported. The patient was hospitalized for sixteen days before being discharged. At the time of this report, the patient was recovered from peritonitis. The pd therapy was ongoing. No additional information is available. This is report 2 of 5.